Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k831567. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a notification that an alleged cuff burst while it was in the bladder of the patient but it did not separate from the catheter. Medtronic is requesting additional information regarding the circumstances of the event.